Event description:
It was reported that there was resistance when removing the needle. This iceforce 2.1 cx needle was selected for use in a cryoablation for renal cell carcinoma. During the procedure, there was an ithaw malfunction during active thawing. The physician waited several minutes before attempting to remove the needle, but upon removal they felt resistance and worried about internal bleeding. The field indicated that the resistance was likely due to not enough time allowed for passive thaw. Bleeding was not evident on post-CT scan, and further follow-up regarding the patient outcome did not reveal any patient complications.